Manufacturer narrative:
Evaluation of the implant determined that all the product's design specifications were met. Visual examination yielded no unusual or specific flaws to the implant design. The reported event has been determined to be unsuccessful implant failure. This implant loss suggests that the source of the problem was likely to stem from procedural errors. Proper intended use of the implant is described in its instructions for use.

Event description:
Implant was loose and was removed the same day of surgery. Primary stability was not achieved. Bone quality at time of failure was reported as type ii.